Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Catalog number and lot number. The evaluation revealed the drill bit to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The drill bit returned was documented as faultless prior to distribution. During investigation, no material, raw material, design or manufacturing related issues were found. The returned drill bit¿s cutting tip was found completely broken off; the breakage surface indicates that the drill broke in a forced brittle fracture. Hitting marks on the cutting edges and deep circumferential grooves on the shaft near the cutting edges indicate that the drill was used very often and hit metal several times. The drill bit broke due to a bending overload in combination with hitting metal. The operative technique includes that the drill should be used with the appropriate drill guide because the drill guide limits the angulation of the screw pilot hole and prevents drilling into the plate surface. Because no indication for any manufacturer related issues were found during the investigation the case is attributed to a user error. No nonconformity identified.

Event description:
The day after surgery, it was found by x-rays that the tip of drill was broken and remained in the patient.

Event description:
The day after surgery, it was found by x-rays that the tip of drill was broken and remained in the patient.